Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alert iop test failure. Customer's blood glucose was unknown mg/dl. The customer stated that the pump is currently not delivering. Customer is explained the alert if triggered once is oaky and is explained what might of caused it. The customer is asked to monitor situation.